Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/14/2015 with the following findings: on examination, the cartridge compartment was noted to be cracked at the threads and the battery compartment was also cracked along the side from the threads to the case seal. Investigation duplicated the complaint. Unrelated to the original complaint, the display was found to be dim, faded and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; cartridge compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).